Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced continuous low blood glucose (bg 40s mg/dl at its lowest). Milk was consumed to addressed bg. Customer alleged healthcare provider recommended incorrect pump settings and medication were reported as cause of low bg. Recommendation was made for the customer to discuss the event with a healthcare provider.